Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a visit. Review of a ECG prior to the visit revealed the lead exhibited a loss of capture. Upon interrogation, the lead exhibited a rise in capture thresholds and r wave amp variation. Attempts were made to change the device configuration which were unsuccessful, so reprogramming was done and consistent capture could be seen. The patient was not dependent and would be following up with his primary following physician to discuss future intervention. The patient was in stable condition post visit.